Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient encountered a power on reset message on the patient programmer (pp). Additionally, the patient was experiencing a return of symptoms and going to the bathroom more frequently. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.